Event description:
An implantable pacing lead was reported with no information. Information identified in the paperwork indicated that the patient died approximately 1day post implant of the lead. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant product: 5086 implantable pacing lead, (B)(6) 2012. (B)(4). The lead has not been returned to the manufacturer and has not been evaluated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.